Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. Additional information indicated that the stylet was difficult to advance through the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h6: device codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm difficult-to-position based on the observation of a deformed (bent) helix with tissue entwined at the tip which may have been the cause of the placement difficulty at implant. Further, known inherent risk was selected based on the field report of difficult to position and the observation of a deformed (bent) helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. Additional information indicated that the stylet was difficult to advance through the lead. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. Additional information indicated that the stylet was difficult to advance through the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h6: device codes.